Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: guide wire separation. It was reported that the guide wire broke in the patient and the broken piece was retrieved with a snare device. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the guide wire revealed that it was returned with blood and contrast on the coils and core. Another company's catheter was returned along with the guide wire. The shaping ribbon was bent into a hook shape. The core had separated at the proximal end of the hypotube. The fracture faces were ovaled as if kinked prior to separation. There was a small portion of the core protruding from the proximal end of the hypotube. No other damage to the guide wire was noted. The tip was tugged on to verify that the core and shaping ribbon were intact. The device was sent for scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Reviewing the sem result, the device core showed evidence of a heavy bend adjacent to the hypotube. The sem also showed the wire failed from ductile overload. The wire was therefore subjected to forces that exceeded the strength of the device. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. The hypotube joint should never be kinked because a kink will damage the joint, but even with treatment of a very distal lesion during normal use, this junction should only enter the primary curve of any guiding catheter. Therefore, the oppotunity of the wire being bent into a tight enough bend to damage the hypotube should only happen in unusual circumstances. The incident information did not describe how the wire may have been bent. Guide wires are fragile and it is possible that during removal of the wire from the dispenser hoop, preparation of the wire for use or loading of the wire into the rhv or another device that a bend of this type could occur that would later fracture. Pushing against resistance could also cause the wire to bend as found on the returned device. In this case, the root cause of the bend and subsequent failure due to ductile overload is unknown, but the analysis did not show a manufacturing related cause for the experience. There is no indication of a quality issue in either materials or workmanship. To insure this does not occur, manufacturing 100% checks all wires for any bends or kinks along the core. Also, every wire is non-destructively checked for hypotube joint tensile strength and must meet the minimum 2 pound specification requirement. Also, on a sampling basis, the hypotube joint is pull tested to failure and must meet control requirements showing that the lot is in control and meets the specification for pull test. This MDR is considered closed by the product performance group.